Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the first implantable neurostimulator (ins) was replaced after it stopped working. It was also reported that he was not sure if the ins was removed. He would find out and call back. Additional information received from healthcare provider (hcp) on sept 20 2016 reported that the device stopped providing stimulation when interrogated in the office. The patient experienced urinary retention after ins stopped working. Hcp stated they changed program, increased amplitude without any stimulation felt. The battery life was sufficient at that time. It was indicated that patient had to get foley catheter placed. The cause of ins stopped working was not determined. It was also reported that patient had his device replaced and the ins stopped working was resolved. A follow up visited on (B)(6) 2016 noted that his nocturia had resolved. Patient reported urinary frequency. He voided every 3 hours. The patient was recently hospitalized for foot ulcer 6 days ago and developed urinary retention in which a foley catheter was placed. Patient had not been utilizing his device for the past two months due to his controller not working. However, during the time the controller was not working, patient stated his urinary symptoms improved. Patient had new controller sent to him in the mail but had not turned it on. Patient's device interrogated that day in which patient did not feel any sensation. It was noted that hcp would not remove the foley due to failed device interrogation. Patient could possibly go back into retention without device working properly. It was indicated that leads and battery were working well. Patient would schedule follow up appointment in two days. A follow up visited on (B)(6) 2016 noted that his urinary symptoms involving nocturia, incomplete bladder emptying and urgency improved when the controller was not working. The device interrogated that in which patient did not feel any sensation even with programming changed and increased in amplitude. The lead impedance was checked and all leads were working, battery life was sufficient. The patient would be scheduled for removal and replacement of device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.